Event description:
The report called in on a service request to check out unit, only said a pt was burned. There was no report on any disposables devices, only the generator. Requests for further info have gone unanswered biomedical engineer and risk mgr.

Manufacturer narrative:
Further info has been requested from site concerning the incident but has not been answered. To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.